Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The device was implanted for more than 20 years prior a need for revision. Poly material wear after this length of time is not unreasonable to have identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the device was implanted for more than 20 years prior a need for revision. Product error is not suspected. Manufacturing records review not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery date was early 90¿s. Poly wear . Doi: (B)(6) 1990; dor: (B)(6) 2021: left hip.